Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r; upn: m365sc11600; model: sc-1160 ;serial: (B)(6); batch: 342432. Product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 5090002/7043668.

Event description:
It was reported that the ipg would not connect to the remote control (rc) and the lead had high impedances. The patient underwent a revision procedure wherein two leads were removed and the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.